Event description:
A pt posted a message on bioform's web site indicating that nodules developed in their lips following an injection. Of radiesse. Pt said that their doctor treated with kenalog, which did not reduce the nodules. The pt reported that their doctor said the nodules could be removed surgically. Pt asked if there are methods other than surgery to remove the nodules. This pt was referred back to their dr.